Event description:
About halfway through an endometrial fibroid resection procedure, or personnel noticed that the suction was not working. They checked cannister set upa and tubing fittings and then it started working again. After that it worked intermittently until they disconnected tubing and shut off the suction, but let the fluid flow on the drape for collection. Nurse noticed blood backup in endomat. Procedure was completed. Within an hour after procedure, pt complained of pain and was brought back to or; patient showed signs of fluid retention and her sodium was low. They catheterized her and collected 1200c of fluid from her bladder. Patient was feeling better 2 hrs after initial procedure. They kept her overnight for observation and she was released the next day.